Event description:
It was reported the patient experienced increased spasticity. An x-ray was performed. It was indicated there as a break at the distal segment of the catheter. A complete system explant and replacement was done. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver baclofen. Additional information later reported the pump was replaced because it was near end of service, no issues with the pump. Per the reporter there were no complaints during the procedure. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).